Event description:
It was reported that during routine follow-up, this implantable pacemaker exhibited an alert for voltage too low for projected remaining longevity, and the device was noted to be in storage mode. Technical services (ts) recommended device replacement, therefore, the patient was admitted to the hospital to wait for the surgical intervention. The device remains in service at this time. No additional adverse patient effects.

Event description:
It was reported that during routine follow-up, this implantable pacemaker exhibited an alert for voltage too low for projected remaining longevity, and the device was noted to be in storage mode. Technical services (ts) recommended device replacement, therefore, the patient was admitted to the hospital to wait for the surgical intervention. The device remains in service at this time. No additional adverse patient effects. Additional information provided indicates the device was explanted and replaced. No additional adverse patient effects were reported. The clinic planned to return the device, however, it was mentioned that the clinic is not responding to further requests for information. The device is not expected to be returned for analysis.